Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that the entire brush head kept coming loose and falling off from the machine whenever he/she put the brush in motion; the brush head inserted and clicked into place but just doesn't stay. No injury was reported.